Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling for guide was coming loose, made a grinding noise and would not hold the smallest diameter k-wire. Therefore, the reported condition was confirmed. The assignable root cause was determined to loctite degradation from material wear and use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a closed reduction percutaneous pinning fracture surgery, it was observed that the quick coupling device was coming unscrewed in the back. There were no delays in the surgical procedure. A spare device was not available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.